Manufacturer narrative:
Calibration was acceptable. The qc data provided was within the acceptable range on the day of the event. A review of the alarm trace showed 251 sample clot and 89 sample foam alarms. Some of these alarms occurred shortly before the event. Based on the limited information provided, the cause of the event could not be determined. The number of sample clot and sample foam alarms suggest sample quality issues. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas e 801 analytical unit. The initial result was 72.6 u/ml. The repeat result was 5.86 u/ml. The sample was repeated on a different "machine" and the result was 5.83 u/ml. The questionable result was not reported outside of the laboratory. The repeat results were believed to be correct.